Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# va005le, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3550-39, lot# n337482, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Information received from a consumer reported that the lead wires broke for all three of her implanted systems. It was noted that the leads were placed in her neck and that the surgeries combined together have screwed up her neck. The system quit working due to a lead breakage. It was noted that there were no reported falls or trauma related to this issue. The issue occurred during use in 2012 and the consumer had replacement surgery on (B)(6) 2014. The consumer's indications for use were noted to be failed back surgery syndrome and spinal pain. See regulatory report # 3004209178-2012-07286 for the report of the lead breaking with the patient's first system.